Manufacturer narrative:
Device evaluation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 30980451l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient had a cardiac tamponade requiring pericardiocentesis. It was reported that 30 minutes after the procedure started, error 105 appeared when the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30991745l) was connected. This was 30 minutes after the start of the case. The problem was resolved by replacing the catheter. Later, a pop sound occurred while ablating the right ventricular outflow tract with thermocool® smart touch® sf bi-directional navigation catheter (lot # 30980451l). The ablation was stopped immediately, but blood pressure dropped, so drainage was performed. Blood pressure recovered to an acceptable level after drainage was performed. Scheduled to be hospitalized for follow-up. The procedure was completed. The physician¿s judgement on the health hazard is that it was non-serious. The physician believed that the steam pop was caused by the contact force during the ablation and the cause of the adverse event was procedure related.. There were no abnormalities observed prior to or during use of the product. The patient¿s outcome from the adverse event was reported as improved. Force visualization issues used included real time graph; dashboard; visitag. Additional visitag filters included force over time (fot). Color options included tag index. After the procedure was completed, found the covering of the remote cable of smartablate generator was damaged. The procedure was completed without patient's consequence. The customer¿s reported issue of sensor error 105 and the cable issue with the smartablate generator are not considered to be MDR reportable since the most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote.